Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep observed a block of grayscale pattern burned into left monitor. He replaced the monitor and verified proper function.

Event description:
The customer reported that there was burn-in on the face of the left monitor, affecting how the image appears.